Event description:
The manufacturer became aware of an allegation related to a ds2adv auto CPAP device. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness and/or headache, and reduced cardiopulmonary reserve. No medical intervention was required by the patient. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.